Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of type b dissection. It was reported that the patient was seen 18 days after the procedure and no issues were observed. The patient presented emergently overnight with pain, the CT revealed a retrograde type a dissection. The patient was treated with an open surgical repair. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is stable and recovering.

Manufacturer narrative:
Film evaluation results are: review of a pre-implant 3d film report revealed that the patient had a type b dissection. The dissection began at the orifice of the lsa, extended across the arch and into the descending thoracic possibly extending into the sma. The left renal artery appeared to come off of the false lumen. The dissection was also seen from the sma distally along the length of the abdominal aorta and into the left common iliac artery. The thoracic was mildly angulated with little visible calcification. The thoracic diameter at the lsa measured 32mm, just caudal to the lccc was 32mm, and just caudal to the innominate was 34mm. There was 19mm length from the lcca to the start of the dissection, and the length from the lcca to the celiac measured 30cm. The distal seal diameters ranged from 26mm just above the celiac, to 29mm 4cm above the celiac. The cause of the retrograde type a dissection reported post-implant could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for review, and the in-vivo configuration of the stent grafts could not be assessed. It is possible that the patient¿s pre-existing condition (type b dissection) may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.